Event description:
During an operation, the opmi pentero was moved away from the surgical site and placed approximately five to six inches above the surgical drape. Illumination intensity was set a 100% for optimal viewing during the surgery and was not either turned off or reduced when no longer in active use. The pentero remained in position above the drape long enough to burn a hole through the drape. The surgical staff responded quickly to the burn and moved the pentero. There was no patient injury as a result.

Manufacturer narrative:
A carl zeiss technician evaluated the opmi pentero for safety and functionality. It was found to be fully functional. The product labeling provides information regarding illumination intensity, exposure duration, and focus of the light source. The user did not follow warnings in the user manual resulting in the burned surgical drape.